Event description:
The patient reported receiving two unprogrammed boluses from his omnipod system within a 30-minute timeframe. The unprogrammed boluses were reportedly found after the patient noticed his iob (insulin on board) was significantly higher than expected. No impact on blood glucose levels from the alleged event was reported. The patient did not require medical attention. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The device and/or user data logs have not been returned/received to date. If the device or data logs are received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported uncommanded boluses or determine the root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.